Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria.

Event description:
A healthcare professional reported during a laser assisted cataract surgery of the right eye, the programmed cuts for the capsulorhexis were offset into the anterior chamber and incisions onto the patient interface. Additional information provided by the reporter indicated the laser procedure was completed, but was complicated by the capsular interruptions. Reporter stated the issue was resolved, and patient was being monitored.

Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR?, evaluation codes., and additional MFR narrative. A company representative visited the site and observed shifted optical coherence tomography (oct) images that would result in a shifted laser treatment. The company representative performed an oct re-alignment to correct the issue. Based on the information provided by the company representative, the root cause can be attributed to a system calibration issue. There are multiple non-system factors (e.g. External impact/vibration, temperature/humidity shift, etc.) That could have contributed to the misalignment. How this system¿s oct fell out of alignment could not be determined conclusively. The root cause of the reported event can be attributed to an oct alignment issue; however, how the misalignment occurred could not be determined. (B)(4).